Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant door not fully latched alarm, caused by a damaged upper door hook due to external influence. The door hooks and latch pins will be replaced.

Event description:
It was reported that a pump does not recognize when the door is closed. It was also reported that there was no patient injury.